Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
After that several device interrogations were performed during the same session, an error message appeared, stating "too many client tasks". Programmer was rebooted. Then follow-up was continued without problems.